Event description:
Bicarbonate jug filled with 1% bleach solution during treatment. Treatment immediately ended. Error corrected. Treatment resumed. Md notified. Pt cardiac arrest at nursing home at 1900. Taken to hospital ER for further treatment.